Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mx450 intellivue pt monitor showed a "speaker malfunction" and there was no sound coming out of the speaker. No pt harm was reported.